Manufacturer narrative:
(B)(4).

Event description:
Information was received from the physician's office that the cause of the patient's spontaneous feeling was due to a device failure. The physician also indicated that the generator replacement was to preclude a serious injury as well as patient comfort. A review of the generator manufacturing records showed that it passed all functional specifications prior to distribution. As the device diagnostics were within normal limits, no device failure is suspected.

Event description:
The explanting facility historically does not return explanted products so device return is not expected. No additional relevant information has been received to date.

Event description:
Information was received that the patient's device was spontaneously going into magnet mode whether the device was enabled or disabled the patient was reported have painful stimulation and tightness at the generator site. It was also reported that the device was cycling every seven seconds despite parameter changes. Diagnostics from the physician was reported to be fine. Information was later received that the patient's generator was replaced. No additional relevant information has been received to date.